Manufacturer narrative:
(B)(4). Coopersurgical inc. Is currently investigating the reported complaint condition. The device involved in the complaint has not been returned by the customer for evaluation. Once the investigation is completed a follow-up report will be filed.

Event description:
Medwatch mw5062748 humi pn 6001 lot 187266. Received 06/27/2016. Event date (B)(6) 2016. "Humi uterine manipulator tip broke off while in use. It was holding up the uterus and operating room staff heard a snap dr (B)(6) were the surgeons in the case and they pulled it out and confirmed it was not missing any pieces, including the spring. No pt harm and dr (B)(6) did inform the pt post-operatively ." (B)(4).

Manufacturer narrative:
Duplicate complaint original complaint number (B)(4) original medwatch 1216677-2016-0041 . Facility medwatch received by coopersurgical inc. On june 27, 2016 dated june 20, 2016 ref. E-complaint (B)(4). Investigation: initiated manufacturer's investigation. No sample returned. Review DHR. Inspect returned samples. Inspect stock product. Analysis and findings: the reported complaint\event that the "tip broke while in use" cannot be verified and or confirmed due to the absence of the affected device in that it was not returned for analysis. However if in the future the humi - harris uterine manipulator is returned the complaint may be reopened and amended as needed. The root cause is indeterminable due to the absence of the device in question and lack of further information from the complainant. The humi-harris uterine manipulator, product number 6001 is manufactured by an outside vendor as an OEM product for cooper surgical. The vendor was contacted and made aware of the reported complaint and verified that their process was unchanged. The product goes through multiple acceptance criteria testing before being shipped to csi where it is packaged and sent out for sterilization. A lot DHR review was performed and did not reveal any abnormality. The type of reported complaint will be monitored for trending, previously reported complaints that reported a broken or damaged device indicated that the most likely root cause could be attributed to improper manner of use. Correction and/or corrective action : corrective as is not applicable as root cause is indeterminable due to the absence of the affected device. Corrective action level 3 : train personnel. None. Reason: per (B)(4), this complaint will be monitored for trending in that no injury was reported to end user or patient. Was the complaint confirmed? No. Review and closure: CAPA required? X-recommended continuous improvement program (cip) . Complaint closure letter required? Ncmr issued? Other regulatory action needed: preventative action activity reviewed. Trend and monitor to cip.

Event description:
Medwatch mw5062748; humi pn 6001 ; lot 187266 . Received 06/27/2016. Event date (B)(6) 2016. "Humi uterine manipulator tip broke off while in use. It was holding up the uterus and operating room staff heard a snap dr (B)(6) were the surgeons in the case and they pulled it out and confirmed it was not missing any pieces, including the spring. No pt harm and dr (B)(6) did inform the pt post-operatively ." Reference e-complaint number : (B)(4).

Manufacturer narrative:
Duplicate complaint original complaint number (B)(4) original medwatch (B)(4). Facility medwatch received by coopersurgical inc. On june 27, 2016 dated june 20, 2016 (B)(4). Investigation: initiated manufacturer's investigation; no sample returned; review DHR; inspect returned samples; inspect stock product. Analysis and findings: the reported complaint\event that the "tip broke while in use" cannot be verified and or confirmed due to the absence of the affected device in that it was not returned for analysis. However if in the future the humi - harris uterine manipulator is returned the complaint may be reopened and amended as needed. The root cause is indeterminable due to the absence of the device in question and lack of further information from the complainant. The humi-harris uterine manipulator, product number 6001 is manufactured by an outside vendor as an OEM product for cooper surgical. The vendor was contacted and made aware of the reported complaint and verified that their process was unchanged. The product goes through multiple acceptance criteria testing before being shipped to csi where it is packaged and sent out for sterilization. A lot DHR review was performed and did not reveal any abnormality. The type of reported complaint will be monitored for trending, previously reported complaints that reported a broken or damaged device indicated that the most likely root cause could be attributed to improper manner of use. Corrective actions: correction and/or corrective action: corrective as is not applicable as root cause is indeterminable due to the absence of the affected device. Corrective action level 3: train personnel; none. Reason: per bsr-qar-026, this complaint will be monitored for trending in that no injury was reported to end user or patient. Was the complaint confirmed: no; review and closure CAPA required: x-recommended continuous improvement program (cip). Other regulatory action needed: preventative action activity: reviewed. Trend and monitor to cip.

Event description:
Medwatch mw5062748 humi pn 6001 lot 187266 . Received 06/27/2016. Event date (B)(6) 2016. "Humi uterine manipulator tip broke off while in use. It was holding up the uterus and operating room staff heard a snap dr (B)(6) were the surgeons in the case and they pulled it out and confirmed it was not missing any pieces, including the spring. No pt harm and dr (B)(6) did inform the pt post-operatively ." (B)(4).